Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A mitraclip xtw (lot: 40116r3072) was chosen for implant. During grasping, the anterior gripper failed to lower. Troubleshooting was performed in the left atrium but was unsuccessful. The clip was removed and a replacement was used to complete the procedure. The procedure ended with mr reduced to grade 1-2. There was no patient consequences or clinically significant delay.